Event description:
It was reported that the handle on handpiece became almost too hot to hold during procedure. The case was completed using the handpiece.

Manufacturer narrative:
Analysis summary: the hp054 hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted.